Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis lucera elite video system center image disappeared and the front panel was fully lit. The customer pressed the front panel, keyboard button, and restarted the device; however, the issue persisted. The event occurred during procedure and the operation was aborted. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately almost 10 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the indicated phenomenon likely occurred because of dust that accumulated inside the chassis that may have caused the board to malfunction. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was further reported that the event occurred during an upper screening examination.

Manufacturer narrative:
This follow up report is being submitted to include additional information received from the customer and device evaluation results. The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. However, adhered dust was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor complaints for this device.